Event description:
Additional information became available that some programming changes were made in an effort to alleviate the impedance issues. The lead and device remain implanted with no further interventions intended. To date, no adverse patient effects have been reported.

Manufacturer narrative:
--

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited increased impedances over time and recently went out of range which triggered a lead safety switch (lss) for impedances greater than 2000 ohms. Noise was also present and could be recreated with isometrics, but was never sensed by the device. An x-ray was taken to assess lead viability, which showed no significant issues. Boston scientific technical services (ts) was consulted and suggested that they should follow this pacemaker dependant patient closely. The system remains implanted. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.